Event description:
The reported stroke occurred 4 days prior to the patient death.

Event description:
Two endeavor sprint rapid exchange drug eluting stents were implanted during the index procedure; one in the mid rca and one in the mid lcx. Patient was asymptomatic at 30 day, 6 month, 1 year, 1.5 year and 2 year follow ups. Approximately 33 months post index procedure the patient died due to extense ischaemic left acute stroke and associated pneumonia. The investigator reports that this event had no relation to the study procedure/ device. Ref MFR# 9612164-2011-01425, 9612164-2011-01426.

Manufacturer narrative:
Evaluation, results: inherent risk of the procedure (cva/stroke, death). (B)(4).